Manufacturer narrative:
It was originally reported that during use of an angioguard device, it could not cross the lesion. The device was removed and flushed but blood was still present on the basket and delivery catheter after flushing. The product was returned for evaluation and testing and analysis showed that the filter basket membrane was wrinkled. In the same procedure, a second angioguard device was inserted. The physician noticed difficulty torquing the device and removed it to find that the wire had come out of the peel-away catheter at the junction of the peel-away to the otw portion. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. There was no excessive force used to load/dock the filter basket into the delivery sheath. The delivery sheath was not kinked or bent. It is unknown how the procedure was completed. There was no reported injury to the patient. A non-sterile unit of angioguard was received coiled inside of a plastic bag. Torque device, deployment sheath and guide wire were received. Unzipped condition was observed to long from deployment sheath, on guide wire a bent condition was observed at 63 cm from distal tip and on the distal tip end. Dried blood residuals were observed between the deployment sheath and guide wire. Filter basket was received over captured in the deployment sheath. Filter basket was inspected under system vision and saturation of dried blood was observed; the blood was retired and the filter basket can be deployed, the membrane was observed wrinkled. Functional analysis was not be performed due to unzipped condition observed in visual analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as ¿filter basket/damaged¿ was confirmed due to the membrane was observed wrinkled the exact cause of this condition may be related to the condition of how the filter basket was received (over capture on the deployment sheath and saturated of dried blood) due to the nature of the reported failure by the customer ¿delivery system/failure to cross¿ could not be evaluated. The cause of the event experienced by the customer as the unzipped, filter basket over capture and bent condition, could not be conclusively determined, however procedural factors might have contributed with the cause of the failures reported by the customer; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; no corrective actions will be taken at this time.

Event description:
It was originally reported that during use of an angioguard device it was reported that the angioguard could not cross the lesion. The device was removed and flushed but blood was still present after the flush on the basket and delivery catheter. The product was returned for evaluation and testing and analysis showed that the filter basket membrane was observed to be wrinkled. In the same procedure, a second angioguard device was inserted. The physician noticed difficulty torquing the device and removed it to find that the wire had come out of the peel-away catheter at the junction of the peel-away to the otw portion. The peel away catheter had separated at the junction of the peel away and otw portions. The patient is a (B)(6) male. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. There was no excessive force used to load/dock the filter basket into the delivery sheath. The delivery sheath was not kinked or bent. It is unknown how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.